Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and did not like the way it fit in the eye. The lens was removed and three piece lens was implanted without any pt injury. The reporter stated the pt's capsule was not damaged and there was not a problem with the lens but a surgeon's preferences.

Manufacturer narrative:
No complaint against the lens.